Event description:
This customer stated that she was arrested and imprisoned after running a stop sign. The customer did not know what her blood glucose reading was at the time, but she stated that she felt like her blood glucose was high and was subsequently taken to the hospital due to diabetic ketoacidosis. The police removed the insulin pump from the customer's body when she was arrested. The doctor at the emergency room advised the customer to double her basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.